Event description:
The pt reported an '04'-occlusion alarm and excessive insulin in the area surrounding the insulin cartridge. Pt experienced a series of uncontrollable high blood glucose episodes resulting in an admission to the ER.